Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a launcher guide catheter was used in the procedure. The guide catheter was inspected prior to use and prepped per IFU with no issues noted. A medtronic onyx frontier stent was implanted in the cx with no issues noted. The cx was the target lesion. Patient's details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, stent dislodgment occurred during delivery to the lesion. During attempt to advance the device through the guide catheter, the device was unable to exit the guide catheter and got caught on one euphora balloon in the ramus. A non-medtronic guidewire was also present. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion being treated was non-tortuous and non-calcified located inthe proximal circumflex (cx). The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. The dislodged stent was removed with some resistance noted. No excessive force was used and no intervention was required for removal. A different stent was used to stent the target lesion in the cx. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the same guide catheter was used during deployment of the onyx frontier stent in the circumflex with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.